Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc, act, up and down button dome switch . No button error alarm during testing. No unlocked keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button anomaly and time anomaly. The customer's blood glucose was unknown at the time of incident. The buttons of the insulin pump were very hard to push and the date and time of the insulin pump was reset to (B)(6) 2008. The product will return for analysis.